Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The was no activity outside normal use observed in the black box or download history. The pump was exercised for 29 hours with no delivery issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the pump was not delivering properly following using the pump in a hyperbaric chamber. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.